Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster56f; cat# 702-04-56f; lot# 71368001a. 6.5mm low profile hex screw 25mm cat# 7030-6525; lot# 5z9a. 6.5mm low profile hex screw 20mm; cat# 7030-6520; lot# 6glh. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 73883004. Size 7 accolade ii 127 deg; cat# 6721-0737; lot# 70588201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. An irrigation and debridement was performed, and a 36f poly liner was swapped for another 36f poly liner. Rep provided primary and revision usage sheets and a pre-revision x- ray and reported that no further information will be available.